Event description:
It was observed that during the device evaluation, the video scope exhibited residue and foreign material came out of the suction port of the scope connector part. There was no patient involvement.

Manufacturer narrative:
The device evaluation found residue and foreign material come out of the suction port of the scope connector part. Based on the results of the investigation, it is likely that the following led to the malfunction: reprocessing problem. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.